Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been experiencing low blood glucose. She stated she got sick and was vomiting; she might have had food poisoning. Customer stated her blood glucose went low and she couldn't eat and went to the emergency room. She was not admitted. She started to eat the next day but felt tired, ever since then she has been low. Customer stated she would eat and cannot get her blood glucose level up. Blood glucose was 76 and 86 mg/dl she removed the infusion set, ate two sugar cubes and it went to 96 mg/dl. Current reading is 133 mg/dl. The drive support cap is normal. The reservoir is showing more insulin than what is shown on the status screen. The insulin pump was not exposed to a magnetic field. Customer is disconnected during prime. She mentioned she is very thin and has trouble finding a good site to insert. She sometimes keeps the infusion set longer. She has been recently inserting at the hips and might have better insulin absorption.